Event description:
Customer reported difficulty pressing the quick bolus/wake button on their pump, which often required multiple presses to activate the screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer on how to properly press the button and decided to replace the pump. The customer was advised to continue using their current pump and mdi as backup. A new pump with updated software was sent to the customer, and they were instructed on returning the problematic pump to avoid additional charges. The customer acknowledged the instructions and confirmed the shipping details.